Event description:
It was reported that the patient experienced an event where a high bg and administered a correction bolus via the pump; tubing was reported to be pulled/tugged, potentially compromising the cannula on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.